Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported (B)(4) that, abnormally prolonged painful recovery in 2010. Almost fatal angioedema/anaphylactic event. No known cause. Concurrent with extreme metallic taste in mouth. Taste has increased, is concurrent with implant site tenderness, popping to grinding, ratcheting, prosthesis sliding even while sitting or in bed, pain, daily complaints dismissed by original surgeon. New ortho has ordered labs, fluoroscopy guided needle aspiration, bone scan, says revision needed. On x-ray, hip looks "perfect." Positive for cobalt/chromium toxicity in bloodwork. Tinnitus, visual and memory problems, vertigo, abdominal pain, sleep disturbance, fatigue, etc.